Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2018 wherein the patient had a new left s1 lead implanted and they had their previous l4 lead explanted and replaced due to the patient not receiving adequate pain relief. Therapy has been restored postoperatively.